Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color tone of the image is not proper and error b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on circuit board unit in endoscope connector, color tone of the image is not proper. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is a correction to capture that the event was submitted in error. At the time this was submitted, this issue was not reportable as it would not cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had lines appearing across the screen. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information for the previous report. Updated fields: b5,g2,h6,h11. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on plug unit, the image is not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a back-up device.